Event description:
It was reported that the ilet pump¿s luer connector broke, which trapped the cartridge in the device and prevented removal despite attempts with tools. Symptoms included no change in blood glucose. Outcomes included no clinical impact and no need for medical care. Investigation included device replacement logistics and retrieval of the device for evaluation. Investigation of this case revealed a mechanical failure of the luer connector and an inability to remove the cartridge, consistent with a connector break in the insulin pathway. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the connector assembly.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.